Event description:
The manufacturer received information alleging a ventilator was not charging its battery to full capacity. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set less than 100%. The device was recalibrated to address the issue.